Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated reported event was confirmed by review of operative notes. The operative notes stated after they dislocated the hip, the shell was moving grossly and was completely unstable. Review of the device history record identified no deviations or anomalies that would contribute to this event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient a left hip revision approximately 20 years post implantation due to pain and loosening of the acetabular component. It was noted that the extent of damage caused the surgery to last about 3 hours. Attempts have been made and additional information on the reported event is unavailable at this time.